Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 information: d4: serial number added h10: investigation: since the problem was identified during the test before patient connection, the machine did not connect to the patient and no injury was caused to the patient. Since the machine in this event was repaired by a third party company, the repair details were not available. The root cause could not be established as no information was received how the issue was solved. Reason for not taking control actions: 1. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 2. The problem was found by the nurse before patient connection, so no injury was caused to the patient. Similar problems can be always found through the inspection or preparation before patient connection, with the result that the machine will be suspended from use. The event is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse event, and does not need to be reported as an adverse event.

Event description:
The following was reported to hamilton medical ag: after the ventilator is connected to the power supply, the display screen shows that the device has been in a detection state and cannot enter the normal startup program, accompanied by a "drip" alarm sound. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after the ventilator is connected to the power supply, the display screen shows that the device has been in a detection state and cannot enter the normal startup program, accompanied by a "drip" alarm sound. No patient involvement.

Event description:
The following was reported to hamilton medical ag: after the ventilator is connected to the power supply, the display screen shows that the device has been in a detection state and cannot enter the normal startup program, accompanied by a "drip" alarm sound. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).